Manufacturer narrative:
Visual inspection of the driver revealed that the driver's secondary motor's cam follower was out of the bdc (bottom dead center) position. During investigation testing, the customer-reported alarm was able to be reproduced by the operation of the secondary motor. It cannot be conclusively determined what triggered the secondary motor engagement, but the secondary motor cam follower may have been initially moved out of bdc position by a drop, near drop (jolt), or a valsalva movement. Because the patient reported having a valsalva movement, valsalva maneuver tests were performed on the driver. The driver functioned as intended as no permanent alarms were produced and the secondary motor did not engage. The driver performed as intended and there was no evidence of a device malfunction. These issues will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient had coughed a few times over night and had a high pressure alarm sound that quickly cleared. However, in the morning he simply coughed for a second and the alarm went off and was unable to be cleared. The customer also reported that the patient was a dialysis patient and it was assumed that the alarm was from high fill volumes, however, the patient was dialyzed the last 2 days in the hospital and his fill volumes were in the 40's that day. The customer reported that the patient was switched to a backup driver. There was no reported adverse patient impact.